Manufacturer narrative:
A specific root cause for the event could not be determined with the information provided for investigation. Additional information was requested but not provided. It was not able to distinguish between a calibration error, an error on the pre-analytical system, or human errors with the information provided. The issue found by the fsr was one of several possible root causes of the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results from one patient sample tested with the gluc3 glucose hk, ise indirect na, k, ci for gen.2, and co2-l bicarbonate liquid reagents. Of the results provided the glucose and potassium results were erroneous and reported outside the laboratory. The initial results were obtained from an aliquot prepared by the modular preanalytic analyzer. The repeat results were obtained from the primary tube. The customer noticed a "delta check" on the initial results and questioned them after the initial results were released. The initial glucose was 74 mg/dl with a repeat of 100 mg/dl. The initial potassium was 3.1 mmol/l with a repeat of 4.1 mmol/l. The customer also reran the other four samples that were in the same sample rack. The repeat results matched the original results. The patient was not adversely affected. The lot numbers and expiration dates for the glucose reagent and potassium electrode were requested but not provided.

Manufacturer narrative:
The field service representative (fsr) visited the customer. The customer believes the aliquot cup from the mpa was either a previously used cup or that the cup was contaminated with water since they store the cups next to a sink. The fsr provided information on proper cup storage and moved the cups to a location away from the sink. The fsr ran performance testing and calibration. Controls were acceptable to the customer, and the system was performing to the manufacturer's specifications.